Event description:
A complaint was received from a customer that stated that the "hundreds unit" takes a while before it shows up -- approximately 20 secs. While on the phone a review of the system was conducted. At the time the unit did not have a display issue. However, as good will the unit was requested to be returned. In the meantime a replacement unit was provided.